Manufacturer narrative:
The investigation into the pump stop and the saturated flow issues has been completed since the original report was filed. The product was returned for investigation. No physical abnormalities were observed on the returned pump, and no biomaterial was observed on the impeller or cannula kink. Saturated flow was reproduced while running in a bucket of water without any purge-related difficulties. Upon further teardown of the motor, biomaterial was observed in the motor housing. The cause of the pump stop issue was biomaterial observed inside the motor housing, which also led to saturated flow during the case.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for a patient with multiple cardiac comorbidities, such as aaa (abdominal aortic aneurysm), ai (aortic insufficiency) and cad (coronary artery disease). The cp was placed for support when a 5.5 pump failed to deliver. The cp ran for 5 days when it stopped. The pump stop occurred after saturated flows. The patient survived the pump stop.